Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires/damaged cable) has been confirmed. Upon investigation the solder joint connecting the rear pulse wires was broken in the distribution node (dn). Additionally, the cable connecting the dn to the rear therapy electrode was pulled from strain relief. The root cause of the broken solder joint was unable to be identified. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt had a damaged cable.